Manufacturer narrative:
Smith & nephew, inc., has initiated a field action to voluntarily remove the engage cementless partial knee system from the market. This complaint was originally processed in the engage surgical complaint management system prior to acquisition by smith & nephew, inc. The event has been reassessed and is being retrospectively reported in association with the field action. Additionally, the investigation of this incident previously conducted by engage surgical has been re-opened for review. A supplemental report will be provided upon completion of further investigation activities by smith & nephew, inc.

Event description:
It was reported that, after a uka surgery, the 1-year x-rays possibly show some bead shedding from the porous coating of the femur implant. The patient was doing great and had no symptoms. It is unknown how this situation will be treated.

Manufacturer narrative:
Given the nature of the alleged incident, the device, could not be returned for evaluation. However, the clinical/medical investigation concluded that, per complaint details, x-rays show suspected bead shedding from the femoral component at the 1-year post-unilateral knee arthroplasty follow-up. Reportedly, the patient ¿was doing great and had no symptoms¿. The provided undated/unidentified photocopied images appear to show numerous tiny (fleck) radiodensities within the joint space; however, the contributing clinical factors and/or the origin of the noted radiodensities cannot be definitively concluded based on the limited information/documentation provided. Responses to the information request have not been provided as of the date of this medical investigation and it is unknown if any intervention(s) have been planned or how the situation will be treated. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. With the information provided, definitive contributing clinical factors could not be concluded and the patient impact beyond the noted flecks/radiodensities within the joint space cannot be determined as the patient was reportedly ¿doing great and had no symptoms¿. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that wear has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include friction, excessive forces and/or joint tightness. Based on this investigation, the need for corrective action may be indicated.